Event description:
Boston scientific corporation became aware of an event involving an axios stent and electrocautery enhanced delivery system through an article titled, "long- term clinical success of endoscopic ultrasound- guided gastroenterostomy in benign gastric outlet obstruction", by manuel perez- miranda, et al. The study aimed to evaluate long-term clinical outcomes of eus-ge in benign gastric outlet obstruction (bgoo). According to the article, a multicenter retrospective study was conducted across nine centers involving patients who underwent eus-ge for the treatment of bgoo. Patients scheduled for eus-ge with lams between january 2017 and june 2023 were considered eligible. There were 62 patients included for analysis. Most cased of bgoo were related to pancreatic disease. One of the study patients, a 24-year-old female with aortic mesenteric duodenal compression syndrome and prior laparoscopic duodeno-jejunostomy was eventually unable to tolerate soft diet, necessitating surgical gastrojejunostomy 320 days post-eus-ge. Note: it was reported that the axios stent was placed to treat a benign gastric outlet obstruction. However, the axios stent electrocautery-enhanced delivery system instructions for use state that "the axios stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of: a pancreatic pseudocyst or a walled-off necrosis with greater than or equal to 70% fluid content; the gallbladder in patients with acute cholecystitis who are at high risk for, or unsuitable for, surgery; and the bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture." Furthermore, the instructions for use state "caution: the axios is intended for implantation up to 60 days." The stent is not intended to treat a benign gastric outlet obstruction or to remain implanted for more than 60 days.

Manufacturer narrative:
Block b3: approximated based on the date the study was conducted. Block d4, h4: detailed product information was not provided to bsc. Because the product is unknown at this time, were unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block g2: literature source: manuel perez-miranda, et. Al., ": long- term clinical success of endoscopic ultrasound- guided gastroenterostomy in benign gastric outlet obstruction" digestive endoscopy, 2025; 37:1198-1206. Https://doi.org/10.1111/den.15087. Block h6: imdrf impact code f19 captures the surgical gastrojejunostomy procedure performed to address the patient's inability to tolerate a soft diet.